Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states the display was not blank less than 30 seconds and/or did not return. Customer states display is blank currently. The customer advised to remove the battery and insert battery alarm did not display on the pump screen. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass, bleeding on lcd glass and cracked lcd controller.